Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient experienced emergency backup battery (ebb) faults. The event log file said "replace backup battery" and "power cable disconnect" at the same time. Ebb faults were captured (B)(6) 2024 at 05:57 and continued for the remainder of the log file. There were a couple of power cable disconnect alarms noted and appeared to be due to routine power source changes. There was a plan to exchange the ebb. The ebb was exchanged, and everything seemed good. No controller exchange was performed at this time. On (B)(6) 2024 patient started having replace backup battery alarms while on the power module. It was noted the patient was inpatient at that time, using the hospital's power module. Log files were sent for review. The event log confirmed the reported ebb fault on 9/8. The ebb fault was due to the ebb failing the load test. Otherwise, the log file captured routine events, there were no notable alarm conditions or parameter changes. Based on the data visible in the log file the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically. The alarm occurred when the patient was resting in bed with the controller secured in their pack. On (B)(6) 2024 after troubleshooting the battery, ribbon, self-testing, and checking that the controller looked okay, the alarm persisted. A controller exchange was performed.

Manufacturer narrative:
Manufacturer's investigation conclusion:' the reported event of a backup battery fault alarm was confirmed via the submitted log file; however, it was not reproduced. Data from the reported event date of 07aug2024 in the submitted controller event log file was reviewed. The backup battery fault alarm was active on (B)(6) 2024 at 05:57:47 due to a load test fault. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The alarm remained active through the remainder of the log file. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller, serial number (B)(6), was not returned for analysis; however, the backup battery, serial (B)(6), was returned for evaluation and testing and was found to operate as intended during analysis. The backup battery went through multiple load tests and self-tests and no backup battery fault alarms reproduced during testing. Following testing a log file was reviewed and there were no events captured where the load test did not pass. Additional information provided stated that after troubleshooting the battery, ribbon, self-testing, and making sure the controller looked ok, the alarm persisted. The controller was then exchanged. A root cause for the reported event cannot be conclusively determined through this analysis. A corrective action was initiated to reduce the amount of backup battery fault alarms related to load tests not passing, (B)(6) was manufactured prior to the implementation of that corrective action. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The 11v battery was inspected and accepted into the storage location on 07nov2022. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A4: patient weight b5: additional information no further information was provided. The manufacturer is closing the file on this event.

Event description:
Exchanging the controller resolved the alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the submitted log file; however, it was not reproduced. Data from the reported event date of 07aug2024 in the submitted controller event log file (025145) was reviewed. The backup battery fault alarm was active on 06aug2024 at 05:57:47 due to a load test fault. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The alarm remained active through the remainder of the log file. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. A review of the downloaded controller event log file (e4070842) spanned approximately 8 days (03sep2024 ¿ 09sep2024 and 27mar2025 per time stamp). The backup battery fault alarm was active on 08sep2024 at 08:36:47 due to a load test fault. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The alarm remained active until the controller was reset. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. The backup battery load test was initiated during testing and a fault was not reproduced. The system controller operated for an extended period of time during testing, afterward the log file was reviewed and there were no events captured where the load test did not pass. No other backup battery faults were observed. A root cause for the reported event cannot be conclusively determined through this analysis. A corrective action was initiated to reduce the amount of backup battery fault alarms related to load tests not passing, and the controller in use at the time, serial (B)(6), was manufactured prior to the implementation of that corrective action. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The 11v battery was inspected and accepted into the storage location on 30may2024. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7 ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use section 8 ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.